Manufacturer narrative:
It was reported that the patient underwent a laparoscopic hysterectomy and cystoscopy for menorrhagia and fibroid conditions on (B)(6) 2012 and a mesh was utilized to remove the fibroid specimens and to partially morcellate the uterus. During the same surgery, an abdominoplasty was performed and patient underwent chemotherapy from (B)(6) 2014.

Manufacturer narrative:
Date sent to the FDA: 1/15/2016. It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2012, and a morcellator was utilized. On (B)(6) 2015, the patient underwent a lysis of adhesions, tumor debulking, small bowel resection x2 with anastomosis, partian colectomy with anastomosis, omental flap and splenic flexture mobilization to treat uterine leiomyosarcoma. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic hysterectomy and cystoscopy for menorrhagia and fibroid conditions on (B)(6) 2012 and a morcellator was utilized to remove the fibroid specimens and to partially morcellate the uterus. The patient was diagnosed with leiomyosarcoma cancer in (B)(6) 2013. The patient underwent multiple aggressive chemotherapy treatments in an effort to treat the cancer, which continues to date. The patient experiences fatigue, pain, inflammation, swelling, insomnia, and gastrointestinal distress. No additional information was provided.